Manufacturer narrative:
Follow-up #1: date of submission 01/11/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 12/28/2015 with the following findings: a review of the pump black box data and alarm history showed cs 088 call service alarms. The pump powered on properly with no alarms occurring. During testing, the pump was exercised for 24 hours and no call service alarms were received. The complaint of a cs 088 call service alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. It was reported that the pump emitted multiple cs 088 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.